Event description:
Customer reported erroneous low eosinophil% and high neutrophil% on a differential for one patient sample when using the coulter lh 500 hematology analyzer. There were no instrument generated flags with the test results. Erroneous test results were reported out of the laboratory. The physician questioned the low eosinophil% result. A manual differential was performed with high eosinophil% and lower neutrophil% results. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The instrument was within quality control specifications. Controls were run before the incident and were within range. Service was not dispatched for this event. Raw data analysis was conducted. The sample showed neutrophil and eosinophil populations that completely overlapped each other. The algorithm could not identify the populations correctly because there were no valleys (or separations) between the two populations. By design, the algorithm sets a verify differential flag for similar cases, but it failed to set the flag because the overlap forms a relatively tight cluster. Root cause is unknown but may be sample related. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.